Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a cubie failure occurred in auxiliary drawer 4.1. Cubie b2 failed to release, and cubies b1 through b5 displayed a "device not detected on bus" error. The pyxis station was rebooted twice; however, the issue persisted, and the drawer required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 row b was not detected on bus. A field service engineer cleaned contacts on drawer controller board and secured connections. Fse found tray bus cable was disconnected in row b, secured connection and verified operational. The system functioned as intended after the field service engineer repaired the device.